Event description:
Procedure: excision with adjacent tissue transfer via m-plasties. During electric cautery, hyfrecator handpiece caught fire, no damage done to room only hyfrecator handpiece. Patient was not aware.

Manufacturer narrative:
The initial reporter stated the hyfrecator handpiece malfunctioned. According to the initial reporter, the user facility's evaluation revealed the hyfrecator handpiece cabling had begun to fray and created an arch causing the handpiece to catch fire. The initial reporter also stated the hyfrecators and hyfrecator handpieces at the university of michigan are old and need to be replaced. The user facility has used the suspect device beyond its intended life span. Therefore, conmed electrosurgery deems this reported event as "use error". The hyfrecator handpiece instructions for use states: reuse: this device is designed for 100 repeated uses when utilized with the validated instructions contained herein. Use of this device beyond its intended life span will eventually result in failure of the device and present possible hazard. At that point, the device cannot be repaired and should be replaced with a new conmed handpiece. Care in use and handling can ensure the useful life of this product. Safety tips: inspect and test the device before use.